Event description:
This is the same event and the same pt which was reported under MDR # ID # 2939859-1998-00131 on 5/18/1998. This second MDR is being submitted for the second suspect product, also a device mfg by collagen corp. This separate distinct number is provided per the FDA's request for traceability purposes. A physician reported a pt who was originally skin tested on 1/16/1998 in the right forearm with negative results. On 3/9/1998, the pt was treated with two formulations of collagen in the glabella and nasolabial folds. The pt reported that the same day of the treatment she developed redness at the glabellar treatment site which then became swollen and indurated. On 4/29/1998, the pt was examined by the physician who noted redness, swelling, and induration at the glabella. The physician prescribed intramuscular kenalog 40 mg and advised to pt to apply warm compresses to the area. The physician believed the symptoms were probably a hypersensitivity. No further medical or surgical intervention was planned or prescribed.